Event description:
It was reported that during removal of a wound drain, the drain broke when the drain was caught with forceps. Two drains had been placed in a pt for one week. One of the drains broke but the other one was removed without any problem. No further complications were reported and no add'l info has been provided.

Manufacturer narrative:
One partial used drain was received in two pieces that consisted of a total length 39 3/8 inches long. The drain was visually inspected and at the cut area, a jagged end and a small mark was observed on the short piece of the drain. In addition, the cut was located 1/8" between the second and third mark after the perforations. The broken surface had jagged edges which is indicative of excessive force having been applied to the drain beyond its tensile capabilities. The drain was tested for break strength and it exceeded the strength requirements for surgical drains specified in the international standard for surgical drains. The drain was measured and found to meet its dimensional specifications. Drains are assembled under a qualified manufacturing process; qa performs visual inspection to verify there are no cuts or tears on the surface of the tube and performs break strength test per tm0740. All values within the last two years were above those specified in the international standard for surgical drains. A review of the instructions for use found the following: to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should no be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. Event most likely due to excessive force and use of forceps. Baseline report previously filed.